Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacturing representative (rep) regarding a patient with an implantable neurostimulator (ins). Information was reported that the patient is getting a MRI for a problem with their device/therapy. The patient had their spinal cord stimulator (scs) implanted last friday and they want to do a full body MRI of the patient due to new symptoms that are occurring since the system was placed. Since the placement, the patient has had loss of use of their legs and a lot of anterior thoracic pain. A CT scan was done last night which was negative for anything, but they are concerned about an epidural hematoma. Everything was fine around the patient's implant and post-op time and no symptoms were present until last night. The stimulation has since been turned off. The patient does have a history of heart problems so they initially suspected an aneurysm, but his CT was negative for this. This was considered a sudden change in symptoms. No further complications were reported. No additional patient symptoms were reported.

Event description:
Additional information was reported that the patient was diagnosed with an epidural hematoma, and surgery was performed. The ins and paddle lead were left in the patient. The patient expected to be sent home today or tomorrow. The patient is doing great, and the ins was left off until orders from the surgeon "to do something different". No further information was reported.

Manufacturer narrative:
Concomitant medical products: product ID 977c165, serial# (B)(4), implanted: (B)(6) 2018, product type lead. If information is provided in the future, a supplemental report will be issued.